Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the fractionated of inspired oxygen (fio2) dropped below twenty-one pt on the electronic pt gas system (epgs). The device was not changed out, as the user recalibrated the system and the epgs worked fine. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The perfusionist used the oxygen on the anesthesia machine while the biomedical engineer (biomed) recalibrated the epgs. After calibration, the epgs worked fine. The oxygen (o2) sensor was replaced after the case.